Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. As received at zoll manufacturing corporation, the belt passed incoming functionality testing. During the evaluation, the belt failed a gel circuitry test. This failure was likely induced by the service process. Upon investigation, gel was found to have ingressed into the rear therapy electrodes. Additionally, there was thermal damage was present on the distribution node pca, specifically gel circuit component u722. At present, zoll has found no correlation between the observed damage and the patient's reported burn. The investigation into the event concludes that there was no device malfunction that caused the inappropriate treatment event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was improper response button use by the patient. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid af rate. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly in the hospital ICU at the time of the treatment event. The response buttons were pressed, but not in the detection sequence immediately prior to treatment. The response buttons functioned appropriately. Rapid atrial fibrillation rate contributed to the false detection. Following the event, the patient remained hospitalized and ended use of the lifevest. The patient reported receiving a burn from the treatment event. The patient's nurse originally reported the burn as a red, fluid-filled, closed blister in the middle of his back under the therapy electrodes. It was later reported that the blister had opened and that the patient's nurse was applying a cream to the area. During subsequent follow-up calls, the patient's irritation was described as severe burns caused by the electrodes. The patient's wife described the burns as "round in shape and not a rectangle." The patient's wife ultimately reported that the burns were improving. Additionally, the patient's wife reported that when she went to pick up the equipment hours after the event occurred, the garment was still warm to the touch and burned her. There is no indication that the patient's wife sustained any serious injury or received any medical intervention. There was no death associated with the inappropriate defibrillation event.